Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis and fatal cardiac arrest in a (B)(6) female patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). In (B)(6) 2010, the nurse confirmed that the patient started dianeal pd2 ultrabag. On (B)(6) 2011, the patient experienced peritonitis which did not require hospitalization. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient received vancomycin (2gm, loading dose, ip). The outcome of peritonitis was unknown. On that same date, the patient experienced a fatal cardiac arrest. It was unknown whether an autopsy was performed. Dianeal pd2 ultrabag therapy was ongoing at the time of death. The nurse considered the events of peritonitis and fatal cardiac arrest to be unrelated to dianeal pd2 ultrabag therapy.